Event description:
It was reported that during a gastrectomy procedure, the tip of the staple was malformed. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 12/4/2007. Info is unavailable; device was not returned for eval. Complaint info is trended on a regular basis to determine if further investigation is warranted.